Event description:
A malfunction alarm was reported without any notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with information to reset the pump, assisted during the process, and cleared the issue, allowing the customer to continue using the pump. The customer was advised to call back if the problem recurred and confirmed their understanding.